Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2019-03917. It was reported the patient's scs system was revised due to the system not providing adequate pain relief. Reportedly, the patient's system did not provide coverage on the right side. Both of the implanted leads were explanted and new leads implanted. The patient reported effective bilateral stimulation coverage postoperative.